Event description:
Patient was in the operating room having an appendectomy. The table was at an angle for the procedure. A warming gel pad was underneath patient and his upper body began to slide off the side of the table. His thighs and right arm were strapped to the table and the straps were released and patient was lowered to the floor. Upon review of the gel pad, it appeared to have lost its stability and the silicone material was able to slide the patient down the table. Example: when two pads were laid next to each other and a person took his hands and tried to push the silicone material, he was unable to change the shape or position of the silicone on a newer pad. However, with the pad that was used in this case, the same person was able to push the silicone out of shape causing a sliding motion. The material was able to roll over itself.